Event description:
The customer called in for assistance with the insulin pump programming. The customer's blood glucose levels were high, and his healthcare professional was called for instructions. The doctor advised the customer to go to the hospital for treatment. Called the customer to follow up, and found that he was indeed hospitalized for high blood glucose levels. The customer's blood glucose reading was 547 mg/dl when he woke up that day. The customer stated that the insulin pump is working fine. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.